Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. It is unknown if the device will be returned for testing and evaluation.   Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the ¿collagen¿ of a 5f mynxgrip vascular closure device (vcd) was seen partially enclosed midway on the tube outside the body. They didn't see the white inner tube as normally, instead they saw a black inner tube. Therefore, they deflated the balloon, removed everything, and held pressure. There was no reported patient injury other than a prolonged recovery period. The physician inflated the balloon after advancing the device through a 5f x 11 cm unknown sheath to the white line as usual. After retracting everything until resistance was met and advancing the grey pusher until a lock was felt, and then retracting the unknown sheath up. The device is expected to be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the ¿collagen¿ of a 5f mynxgrip vascular closure device (vcd) was seen partially enclosed midway on the tube outside the body. They didn't see the white inner tube as normally, instead they saw a black inner tube. Therefore, they deflated the balloon, removed everything, and held pressure. There was no reported patient injury other than a prolonged recovery period. The physician inflated the balloon after advancing the device through a 5f x 11 cm unknown sheath to the white line as usual. After retracting everything until resistance was met and advancing the grey pusher until a lock was felt, and then retracting the unknown sheath up. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle, the syringe was connected to the device with the stopcock open, and the procedural sheath was observed to have been on the catheter, fully retracted as received. The sealant and advancer tube were not returned with the device. The condition of the returned device is like a complete removal of the device. The device was inspected for anomalies which may have contributed to the reported incident. No anomalies were observed. Per functional analysis, the sealant and advancer tube of the returned device were not returned; therefore, a complete investigation could not be conducted. Per dimensional analysis, the distance between the proximal and distal tamp locks were measured and noted to be within specification. Per microscopic analysis, no damages or anomalies were observed. A product history record (phr) review of lot f2012701 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿failure to deploy - advancer tube¿ and ¿sealant misdeployment ¿ partial¿ were not confirmed during analysis of the returned device. The exact cause of the reported events could not be conclusively determined. There were no anomalies noted to the device during analysis. Procedural factors, such as an incomplete engagement of the advancer tube during the procedure, may have contributed to the reported event. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. According to the instructions for use (IFU), which is not intended as a mitigation of risk, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the information available suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.